Event description:
Journal reference: velasco, et al. Neuromodulation of the centromedian thalamic nuclei in the treatment of generalized seizures and the improvement of the quality of life in patients with lennox-gastaut syndrome. Epilepsia, 2006, 47: 1203-12. The article describes the results from a study that involved a series of patients being treated with bilateral deep brain stimulation (dbs) for management of generalized seizures of the lennox-gastaut syndrome (lgs). Patients have severe generalized tonic-clonic seizures (gtc) and atypical absences (aa). Patients received bilateral dbs systems during the study period. Patient follow-up was performed every 3 and 18 months. A number of patients side effects were noted during the study. Reportable event: a patient experienced inadequate therapy and stimulation induced unpleasant sensation due to the misplacement of the right side electrode. The misplacement limited the stimulation intensity resulting in a suboptimal therapy outcome. No additional treatment or outcome information was provided.